Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 23 mg/dl. Troubleshooting was performed, and the caller stated that the insulin pump had missing data from (B)(6) 2012. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.